Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. It is unknown at this time if hearing performance with the device is affected. There has been no report of accident or trauma.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. However, no date for revision surgery has been scheduled yet since the recipient reportedly has access to sound with the device.

Event description:
In situ measurements show affected channels. It was unknown at this time if hearing performance with the device is affected. There has been no report of accident or trauma. Next steps are being considered by the family, but as per further information received, the recipient does not report any change in hearing. The recipient will continue to be monitored. There is no plan for re-implantation at this time.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels for the device implanted on the left side. Recipient did not report any change in hearing with the device at first. There has been no report of accident or trauma. Recipient was re-implanted on (B)(6) 2019.